Event description:
Customer reported unexpected negative results when testing donor samples with the anti-c phenotype assay on the galileo. Customer tested 6 donor segment samples and 2 tested negative for anti-c. When the samples were tested manually, they resulted as positive. Customer re-tested the samples on the galileo with the same lot of reagents and the samples tested positive. All other samples resulted as expected.

Manufacturer narrative:
After review of images, informed the customer that the dilutions appear too light. A service call was made. -the issue was resolved by replacing a diluter on the instrument.-performed anti-c phenotype assay on the two samples in question. Results were as expected. -unit was tested and operating within specifications.